Event description:
Customer states that while sitting on the commode, the right side seat rail broke sending customer through the middle where she was stuck for 20 minutes. Customer reports no injuries or medical attention and the dealer replaced the unit the next day. Customer calling to make invacare aware that the plastic seat clamps and rails are flimsy according to her.customer states not aware of dealer information.